Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 23mm 3000tfx aortic valve, implanted for nine years and five months, was explanted due to unknown reasons. The explanted valve was replaced with a 25mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was reported via the implant patient registry that this patient with a 23mm 3000tfx aortic valve, implanted for nine years and five months, was explanted due to enterococcus faecalis endocarditis, degenerated, vegetation, severe aortic insufficiency, and dehiscence. The explanted valve was replaced with a 25mm 11060a valve. Per the medical records, the patient presented with worsening heart failure and was found with valve dehiscence with remote subacute endocarditis. The patient underwent a redo avr. The valve was inspected, and it had separated from the annulus. The valve was removed and replaced with ah 25mm 11060a valve. The valve seated well. The patient was transferred to the cticu in stable condition. On pod #9, the patient was discharged.

Manufacturer narrative:
The subject device is not available for evaluation due to endocarditis. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.